Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, metrorrhagia, abdominal pain, adnexal mass and cyst. Concomitant products included diazepam (valium) and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea,") and thyroid disorder ("thyroid problems"). The patient was treated with surgery (B)(6) 2011, hysterectomy with left salpingo oophorectomy (B)(6) 2012, right salpingo oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, ovarian cyst, uterine leiomyoma, dyspareunia, dysmenorrhoea and thyroid disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, thyroid disorder and uterine leiomyoma to be related to essure. The reporter commented: trailing coils: left 5 right 5. Concerning the injuries reported in this case the following events were reported from medical record: menorrhagia, genital bleeding and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, metrorrhagia, abdominal pain, adnexal mass and cyst. Concomitant products included diazepam (valium) and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea,") and thyroid disorder ("thyroid problems"). The patient was treated with surgery ((B)(6) 2011, hysterectomy with left salpingo oophorectomy (B)(6) 2012, right salpingo oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, ovarian cyst, uterine leiomyoma, dyspareunia, dysmenorrhoea and thyroid disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, thyroid disorder and uterine leiomyoma to be related to essure. The reporter commented: trailing coils: left 5 right 5. Concerning the injuries reported in this case the following events were reported from medical record: menorrhagia, genital bleeding and pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.